Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal comm failure- 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider; the customer's report was duplicated and the smart pneumatic module board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The smart pneumatic module board was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, after evaluating the board to determine root cause, the report was no longer seen. The smart pneumatic module board was scrapped. Analysis of reports of this type has not identified an increase in trend.